Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received multiple inappropriate therapies after atrial fibrillation. It was noted that the shock impedance was out of range but was normal when retested in clinic. The physician will continue to monitor the patient and device remains in service.